Event description:
It was reported that when the patient got home after her trial implant she accidently pulled out the leads when the wires got caught on the camode. After calling the healthcare provider (hcp), the patient¿s wires were taped up. Trial was never repeated as the patient went directly to implant.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).